Event description:
It was reported that a clear link y-type blood/solution set with a standard blood filter leaked a blood product during priming in preoperative care. The customer reported that the roller clamp was fully clamped, but dripping was still observed. No cracks or damage to the roller clamp were observed. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer reported condition was not confirmed; the root cause could not be identified.